Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in impedance measurements and threshold measurements, consistent with suspected lead calcification. Rv pace impedances rose from 500 ohms to 1,184 ohms over the last year. Rv threshold measurements had risen from 0.6 v to 2.6 v. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in impedance measurements and threshold measurements, consistent with suspected lead calcification. Rv pace impedances rose from 500 ohms to 1,184 ohms over the last year. Rv threshold measurements had risen from 0.6 v to 2.6 v. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received reported that rv lead fracture due to clavicle/first rib crush was confirm via x-rays. No additional adverse patient effects were reported.